Manufacturer narrative:
The target lesion was in the proximal lcx. The device was inspected after removal from the hoop. The lesion was pre-dilated. There was 50% stenosis post dilation. The device did not pass through a previously-deployed stent. The dislodged stent remained on the coronary wire. Smaller sized balloons (1.5-2 mm x 12mm) were deployed distal to the stent in order to pull the stent back into the guide and remove it. The stent was brought back to the left main, but could not be brought back any further. It was decided to crush the stent in the left main. It was an elective case. The patient was discharged after a few days. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous and calcified lesion. The was no damage noted to the packaging. There were issues noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. Resistance was not encountered advancing the device. Excessive force was not used. It was reported that the stent dislodged off the balloon while attempting to position it. The dislodged stent remains in the patient. It was noted that there was no apparent anatomical reason for the dislodgement. Three subsequent stents were delivered to the lesion with no issues. There is no patient injury reported.